Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11. Corrected data: updated section h6 (result and conclusion).

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 23mm valve implanted for eight years, one month was explanted due to endocarditis and thrombus. A 25mm valve was implanted in replacement. The patient was taken to the intensive care unit in critical but stable condition. The patient was discharged on pod #13. The patient was admitted approximately two months earlier with fevers and gram negative bacteremia. He underwent a CT scan of his thorax which showed fat stranding around his ascending aortic graft. Given this constellation of symptoms, he was presumed to have both an aortic valve and ascending aortic graft infection. The patient underwent redo aortic valve and graft replacement. Intraoperatively, the valve itself was fairly well incorporated. However, there was some thrombus from the leaflets. The 23mm valve was explanted and replaced with a 25mm valve. The patient was taken to the intensive care unit in critical but stable condition. The patient was discharged on pod #13.

Event description:
It was reported that a 23mm valve implanted for eight years, one month was explanted due to thrombus and presumed aortic valve infection. A 25mm valve was implanted in replacement. The patient was taken to the intensive care unit in critical but stable condition. The patient was discharged on pod #13. Per received records, the patient was admitted approximately two months earlier with fevers and gram negative bacteremia. He underwent a CT scan of his thorax which showed fat stranding around his ascending aortic graft. Given this constellation of symptoms, he was presumed to have both an aortic valve and ascending aortic graft infection. The patient underwent redo aortic valve and graft replacement. Intraoperatively, the valve itself was fairly well incorporated. However, there was some thrombus from the leaflets. The 23mm valve was explanted and replaced with a 25mm valve. The patient was taken to the intensive care unit in critical but stable condition. The patient was discharged on pod #13.